Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that allegedly the tip of the instrument broke inside the operative sight during a shoulder arthroscopy. There was no pt involved and no adverse consequence reported.